Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar energy was not working and the bipolar energy was too weak to be used. The site reported that ports were placed in the patient. The system logs did not show any related errors. The site reported that they had the energy settings turned up but the issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) asked the site to replace the monopolar instrument, instrument energy cable, and monopolar connector; but, the issue persisted. The site confirmed the grounding pad was making a complete circuit and had a green light on the erbe's [integrated electrosurgical unit (iesu)] display. The site power cycled the erbe and the system with no change to the issue. The tse asked the site to confirm that they were using the correct foot pedal to fire energy. The site tested the energy pedal and the tse heard the monopolar energy activation tone, but the site said there was no energy. The tse then recommended they use a third party electrosurgical generator unit (esu). The site was unable to find the energy cord to their force triad esu and decided to abort the procedure. The procedure was aborted with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the erbe [integrated electrosurgical unit (iesu)] without being able to test it, as the site wanted to start the next procedure and did not want to take more time testing the suspect erbe. The fse tested the new erbe and confirmed with the site that the energy was working as expected. The system was tested and verified as ready for use. The erbe was returned to isi for failure analysis (fa). Fa investigation could not reproduce the reported failure, "monopolar energy will not fire and the bipolar is weak." The unit was placed on an in-house system under normal mode. The unit energized, cauterized, and all ports recognized the instruments.